Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : DHR review was completed. Part: 03.019.006 lot: 8296855 manufacturing site: haegendorf release to warehouse date: 05.sep.2013 the device history record shows this lot of 11 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: device interaction/ functional: device condition: the returned device was visually examined, and no visual defects were identified. All the devices that constitutes the nail implanting construct were not returned. Therefore, functional inspection on construct alignment and complaint condition replication was not possible at customer quality. Therefore, complaint condition was not able to be confirmed. However, further evaluation that includes design drawing review, DHR review including risk document review was performed to identify any potential issues that could have contributed to complaint condition. Dimensional analysis and document/specification review: relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): ¿ insertion handle drawing: with no mating devices returned and no visual defects identified, dimensional analysis was determined to be irrelevant to the given complaint condition. Review of the device history record showed that this lot of 11 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Furthermore, the risk document review performed during investigation showed that the risk documentcompletely addresses the given complaint condition. No definitive root cause was able to be determined with the available returned devices. Conclusion: this complaint was not able to be confirmed and no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, an insertion handle for multiloc humeral nailing system was used to target the screw to the intramedullary nail. The targeted screw missed the intramedullary nail. Therefore, a second hole had to be drilled. There was a surgical time delay for an unknown length of time. Patient and procedure outcome were not reported. Concomitant devices reported: intramedullary nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) insertion handle for multiloc humeral nailing system. This is report 1 of 2 for (B)(4).